Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the ac power adapter and burnt components on the main pcb of the ac power adapter and the transmitter.

Event description:
This report is to advise of an event observed during analysis.